Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Manufacturer report number: 2916596-2021-06275. It was reported that the patient's log files were submitted for review after the account noted there were a driveline disconnect and external power disconnect for about 47 seconds when looking at the system controller alarms. A review of the log file revealed multiple pulsatility index (pi) throughout the log. No alarms were noted, but alarms were likely overwritten by newer incoming data as a result of the frequent pi events. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via an attached photo of the alarms provided by the customer. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 2 days ((B)(6) 2021 per timestamp). There were no alarms active in the log file. Pump operation was not affected. The periodic log file was also submitted for review. A review of the submitted log files showed events spanning approximately 11 days ((B)(6) 2021 per timestamp). There were no alarms active in the log file. Pump operation was not affected. The reported events of no external power alarms were overwritten in the event log file and were not captured in the periodic log file. Additional information provided on 12nov2021 stated that the no external power alarms were not shown on in the log files due to the event being overwritten and that the cause of the alarms were unknown; however, the customer attached a photo of the alarm on their equipment. Additional information provided on 04jan2021 stated that the cause of the no external power alarms were unknown. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii instructions for use (IFU), rev. C, section 3 ¿ ¿powering the system¿ and the heartmate iii patient handbook, rev. C, section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: hsc-100972) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Manufacturer report number: (B)(4). It was reported that the patient's log files were submitted for review after the account noted there were a driveline disconnect and external power disconnect for about 47 seconds when looking at the system controller alarms. A review of the log file revealed multiple pulsatility index (pi) throughout the log. No alarms were noted, but alarms were likely overwritten by newer incoming data as a result of the frequent pi events. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.